Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that while priming the new cadd solis administration set (tubing), the medication was flowing very slowly through the tubing, and would not flow past a certain point, despite being unclamped. This tubing was being primed via the cadd solis pump "prime tubing" setting. The pump is functional. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08069. The report was submitted in error.